Event description:
Related manufacturer reference number: 1627487-2022-06256, 1627487-2022-06257, and 1627487-2022-06259. It was reported the patient explanted their ipgs on an unknown date due to a psychotic break. Additionally, the extensions were cut leaving the internal wires exposed. As such, the patient was given antibiotics to prevent infection. Patient does not show any signs of infection. The patient underwent further surgical intervention, wherein the extensions were explanted to address the issue. The leads remain implanted.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete device information. Therapy date for dbs leads is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.